Event description:
It was reported that the patient was hospitalized because of cardiac failure for what was believed to be af. However, on (B)(6) the device was interrogated and was found in backup vvi mode. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was confirmed in the laboratory and was caused by low battery voltage. The device was tested on the bench and our automated testing equipment and no high current drain sources were detected. The device was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.